Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker presented in backup mode. It was unknown if the backup issue was resolved. The patient condition was not given.

Event description:
Related manufacturer reference number: 2017865-2021-28391. New information received notes that no intervention had taken place at the time. Furthermore, the patient had good intrinsic rhythm and was in stable condition.